Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient, that the patient's dexcom receiver on (B)(6) 2015 had no audio output. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.